Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise which was oversensed and resulted in an inappropriate shock. Technical services discussed attempting to recreate noise and potential programming options. Noise was able to be reproduced in all sensing vectors and was believed to be myopotential. X-rays were performed which showed the system placement to be stable. Subsequently, the system was explanted and successfully replaced with a transvenous system. The product has been received for analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise which was oversensed and resulted in an inappropriate shock. Technical services discussed attempting to recreate noise and potential programming options. Noise was able to be reproduced in all sensing vectors and was believed to be myopotenial. X-rays were performed which showed the system placement to be stable. Subsequently, the system was explanted and successfully replaced with a transvenous system. The product has been received for analysis. This report will be updated upon completion of analysis. No additional adverse patient effects were reported.